Event description:
This 63-yr-old female underwent bilateral breast augmentation with silicone gel implants in 1968. The procedure was performed at another facility thus the MFR is unknown to this reporting facility. The pt complains of memory loss, arthritis and hard implants with breast pain. Gross exam: both implants are ruptured. Both capsules show fibrosis and foreign body giant cell reaction.